Event description:
High out of range rv (right ventricle) tip to rv (right ventricle) coil lead impedance and possible ventricular lead over-sensing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).